Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. The patient reported that they were having mostly rectum issues where their feces was just falling out. They are were so sore down there they could hardly sit. The patient stated their bladder symptoms were doing better but still seemed weak. The patient stated they thought they would only have to charge once a month, but they had been having to charge more often and changing programs. The patient stated they still couldn't increase stimulation past certain points on multiple programs. The patient did not see their hcp regarding the previously reported max settings message. The agent reviewed the message should be checked with their hcp in person. The patient said they would contact their hcp regarding getting an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on 2026-mar-04. The patient reported that they were having mostly rectum issues where their feces was just falling out. They are were so sore down there they could hardly sit. The patient stated their bladder symptoms were doing better but still seemed weak. The patient stated they thought they would only have to charge once a month, but they had been having to charge more often and changing programs. The patient stated they still couldn't increase stimulation past certain points on multiple programs. The patient did not see their hcp regarding the previously reported max settings message. The agent reviewed the message should be checked with their hcp in person. The patient said they would contact their hcp regarding getting an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device was not helping their symptoms. Patient said the feces keeps coming out and they can't hold it. Patient was going to the bathroom all the time. Patient has tried multiple programs. Patient was in a coma a year and a half ago and ever since then it has been a challenge to get the device to work right. Patient thinks the device was turned off for an MRI. Reviewed how to change programs. Patient started on program 2 at 2.2 and said they could barely feel stim. Patient changed to program 1 and got the max settings message at 0.6. Patient tried program 3 and got the max settings message at 0.3. Patient went back to program 2 and was able to increase stim to where they can feel stim. The patient was redirected to their healthcare provider (hcp) to further address the issue. Sent hcp listings as currenthcp is far from the patient. When first asked for the event date the patient said a few months ago then later made the comment about the coma. Patient is going to have a knee replacement and also needs a shoulder replacement.